Event description:
It was reported during a reverse total shoulder arthroplasty procedure the ar-9625 3.0mm hex driver malfunctioned. While seating one of the peripheral screws, a portion of the leading tip of driver broke off into the screw head. The surgeon was able to remove the broken tip and finish seating the peripheral screw with the second hex driver located in the tray. There was a minor delay (~1 minute) in surgery as the surgeon retrieved the broken piece and switched to the other hex driver. The instrument broke cleanly in two pieces, both of which were recovered. There was not an unplanned incision, and a second surgery is not necessary.

Manufacturer narrative:
Complaint confirmed, the drive feature was found to be twisted and broken. The device was found to meet applicable and measurable dimensions and material specifications. The cause of the event is undetermined, however likely causes of the event is continually applying torque when the implant is not moving; shallow driver engagement depth; prying/leveraging the device during use.